Event description:
It was reported to covidien on (B)(6) 2012 that a customer hd an issue with an insulin safety syringe. The customer reports when locking safety device, the device broke off with minimal force. The customer further reports that some of the needles were crooked when taking off the sheath. There was no injury or medical intervention required. .

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.